Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that the motor device had an unknown malfunction. During in-house engineering evaluation, it was determined that the device hose was damaged, run in the locked position - was power broken and the locking components were damaged. The device failed pretests for hose verification, muffler tube verification and safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.